Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up in the middle of the night and the pump was at 20% battery life. The customer connected the pump to a power source. In the morning when the customer woke up the pump was off. Review of pump data by tandem technical support showed that the wake button was held down while the pump was connected to a power source and the customer had shut the pump off inadvertently. Customer reported blood glucose (bg) level was 245 (mg/dl) and a manual injection was used for correction. It was confirmed the customer was able to successfully load a new cartridge onto the pump and resume insulin therapy.